Event description:
It was reported that while this device was being prepared for an angioplasty procedure, air bubbles were apparent in the syringe. It was also reported that further inspection of the device that a hole was located in the shaft of the device. The device was not used therefore no injuries were involved.